Event description:
It was reported that the user experienced a low blood glucose event while using the ilet and contacted support after being advised to perform a factory reset and transition to a lower glucose target; a factory reset was completed, and troubleshooting and education were provided. Symptoms included hypoglycemia with a reported nadir of 62 mg/dl lasting approximately 15¿20 minutes, without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical support review and device troubleshooting with a factory reset. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.